Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge their device with their tandem issued charging cable. There was no reported impact to the customer's blood glucose level. The device was able to be charged with an alternate cable.